Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that the color-coded luer hub cracked during use.

Manufacturer narrative:
(B)(4). Device evaluation: the report of a crack in a luer connector was confirmed. Returned one cannon ii plus connector assembly. Visual examination revealed the catheter connector assembly exhibited signs of use and has a crack in the red luer hub. Microscopic examination confirmed the crack in the red luer hub and revealed it was through the top edge and extending down the hub body, the crack measures approximately 7mm in length. The IFU for this product warns that repeated over tightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure. It also states to avoid excessive or prolonged use of alcohol based solutions and ointments to clean the catheter and that solution should be completely dry before applying an occlusive dressing. A device history record review did not reveal any manufacturing related issues. Based on the signs of use observed on the returned sample and the reported information that the crack occurred during use, operational context caused or contributed to this complaint. No further actions will be taken.